Event description:
The customer stated that she tested her blood glucose, and received a reading of 224 mg/dl using her contour meter. She retested using another meter, and received a reading of 115 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid. No adverse events were alleged. The test strips and meter were to be returned for evaluation, but the qa lab only received the meter. Replacement products were sent to the customer.